Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module auxiliary video (pmav) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The pmav was tested on the pca test system. The system started up failed with error 307 in pmav. Vbr failed, pmav was not seen on the gemini laptop app.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure that error 307 appeared. After a hard power cycle, the issue remained. The procedure was completed laparoscopically, with no reports of patient injury. Intuitive received the following additional information via follow up: the system did not present any errors when initially powered on. No additional ports were added due to the procedure conversion.